Event description:
It was reported by a customer on (B)(6) 2011, pieces of the fiber (bits of the charred fiber tip) were left in the pt's bladder at 18,014 joules. Per the customer, the fiber pieces were easily flushed from the pt's bladder with no serious problems to the pt. No pt injury was reported.